Event description:
It was reported that (B)(6) pump failed accuracy test, (over delivery) during testing. No patient or clinician injury.

Event description:
It was reported that cadd legacy pump failed accuracy test, (over delivery) during testing. No patient or clinician injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's of the reported problem were found during the review of the service and repair records. Visual inspection revealed missing top rear label. Performed functional check and the customer's reported problem was not duplicated. After running three accuracy tests, the pump was found to be within manufacturing specifications. The root cause of the problem is unknown. No action taken.